Manufacturer narrative:
The patient remains ongoing on pump support with no further reported issues at this time. A specific cause for the report of embolic stroke and a correlation to the device could not be conclusively determined. The instructions for use lists stroke as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 3 months. The patient continues on support with the device. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had discontinued taking the anticoagulant coumadin for unclear reasons. The patient was bridged with lovenox, and coumadin was restarted. On (B)(6) 2016, the patient was seen in clinic and was asymptomatic; however, the lactate dehydrogenase (ldh) was 694 u/l with an inr of 2.06. No lvad pump power spikes were observed. Coumadin was increased to an unspecified level and close follow-up was arranged. On (B)(6) 2016, the patient presented to the emergency room with code stroke status following acute onset of slurred speech and left facial droop, as well as left extremity weakness and gaze preference to the right side. The patient had been on anticoagulation with an unspecified dosage of coumadin and 325 mg per day of aspirin. On the night of admission, the patient's inr was 2.4. A computed tomography (CT) angiogram was performed and revealed acute embolism involving distal right internal carotid artery (ica) and proximal m1, as well as proximal right posterior cerebral artery (pca). The initial stroke score for the patient was 13. It was reported that since the inr was therapeutic, the patient was not a candidate for tpa. The patient's deficits fluctuated in the emergency room following an initial improvement. Interventional radiology was consulted and agreed to cerebral angiogram as well as interventional revascularization procedure, as needed. The cerebral angiogram showed right m1 occlusion. Intra-arterial (ia) tpa was administered. The patient also underwent 4 passes with the solitaire stent retrieval device with rescue stenting of m1. A repeat head CT was performed on (B)(6) 2016, no bleed was found. The patient was reported to have improved condition with good speech, but still weak, with complaint of occasional headache, mild left neglect. The patient was transferred to inpatient rehab on (B)(6) 2016 and was to be monitored. On (B)(6) 2016, it was reported that the patient was still at inpatient rehab. The patient was ongoing with no further issues. The plan was to continue to monitor the patient.